Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. The fse replaced gantry motion controller, flashed firmware, tested navigation, scan transfer, and accuracy all passed. Calibrated motion and homing. System passed all testing and was put back into use. The gantry motion controller box was sent back to the manufacturer for evaluation: could not confirm reported problem "door opening problems". Gantry motion control box was installed in a test system and ran without any issues. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report that when attempting to take the final spin, the system tilt function was not working. They rebooted the imaging system and the tilt worked, but then they could not open the door. They manually opened the door and moved the system away from the patient. Then when they tried to dock the system the dock button was not functioning, though the system could move using other movement buttons. There was no impact on patient outcome.